Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 05/27/2026 and 06/17/2026.the wearable was inserted into the abdomen, which is off-label usage of the device. The unverified reporter stated that the patient had been experiencing episodes of shakiness, seizures, and loss of consciousness over the preceding three weeks. According to the reporter, during this period the cgm consistently displayed glucose values of approximately 300 mg/dl that reportedly remained unchanged. The reporter further alleged that insulin was automatically delivered by the connected insulin pump based on these cgm readings and believed this may have contributed to the reported symptoms. No specific dates, times, or glucose values associated with the individual events were provided. The reporter indicated that the patient did not perform any fingerstick blood glucose (fsbg) measurements to verify cgm accuracy and did not use a manual bg meter during the reported timeframe. The reporter also stated that the patient did not administer any additional treatments or medications and did not seek medical evaluation related to the reported events. Additional event details, including sensor-specific information and the patient's actions during the reported episodes, were not available, as the reporter indicated that the patient would need to provide further information directly. It is unknown whether the patient received medical attention for these events. No fsbg values were reported. It was noted that the patient was using a beta bionics ilet insulin pump at the time of the reported events. At the time of reporting, the patient's condition was described as unchanged, with continued weakness and complaints of "clammy hands." No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness and seizure